Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had no ventilation output. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the owner of the device elected to return it to ventec for service. The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: ventec emailed the initial reporter asking if the device will be returned to ventec for an evaluation. The reporter stated that the device did not belong to them, and that it was returned back to its owner. No further information was provided. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.